Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and passed the self-test, unexpected restart error and displacement tests. No unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 173mg/dl. Troubleshooting was performed but the display did not return. Insulin pump will be returned for analysis.